Event description:
Customer reports: the y port broke in the staff's hand. The whole tube was removed and replaced. The patient is fine. On (B)(6) 2022, additional information was provided stating that the tube (y-port) did not detach, it cracked enough that most of the liquid leaked out.

Manufacturer narrative:
The customer stated that the device will not be returned for evaluation because it has been discarded. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported defect from customer complaint. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis was not possible as there were no samples or photographs provided for evaluation. During the investigation, a review of the manufacturing process was conducted. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging. There were no abnormal conditions found that could trigger the reported condition. An improvement opportunity was detected on the product design. A formal corrective/preventative action (CAPA) was created to address the reported condition and to identify improvement opportunities to the product design. The CAPA will modify the design and assembly process of the enfit y-port assembly. This design modification will include modifying the current molds for the enfit connector and y-port body to change the device from a winged enfit connector and y-port body design to a no-wing design.